Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2017-01716 pertains to the first trapezoid¿ rx basket, manufacturer report #3005099803-2017-01717 pertains to the second trapezoid¿ rx basket, and manufacturer report #3005099803-2017-01718 pertains to the third trapezoid¿ rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2017. According to the complainant, during preparation, the first and second trapezoid¿ rx baskets were opened and were found that the handle cannula was detached on both devices. The third trapezoid¿ rx basket was opened and inserted into the common bile duct. However, the handle cannula detached while the device was being used inside the patient. A stone was not captured with the device, and the basket was removed from the patient with the endoscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿